Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('bilateral essure coils removed in pieces') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), food allergy ("allergies to food"), myalgia ("muscle pain"), nausea ("nausea") and gastrooesophageal reflux disease ("re"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, dysmenorrhoea, abdominal pain, bacterial vaginosis, urinary tract infection, food allergy, myalgia, nausea and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, device breakage, dysmenorrhoea, food allergy, gastrooesophageal reflux disease, myalgia, nausea, pelvic pain and urinary tract infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), food allergy ("allergies to food"), myalgia ("muscle pain"), nausea ("nausea") and gastrooesophageal reflux disease ("re"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, bacterial vaginosis, urinary tract infection, food allergy, myalgia, nausea and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, food allergy, gastrooesophageal reflux disease, myalgia, nausea, pelvic pain and urinary tract infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('bilateral essure coils removed in pieces') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), food allergy ("allergies to food"), myalgia ("muscle pain"), nausea ("nausea") and gastrooesophageal reflux disease ("re"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, dysmenorrhoea, abdominal pain, bacterial vaginosis, urinary tract infection, food allergy, myalgia, nausea and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, device breakage, dysmenorrhoea, food allergy, gastrooesophageal reflux disease, myalgia, nausea, pelvic pain and urinary tract infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received : event "bilateral essure coils removed in pieces", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), food allergy ("allergies to food"), myalgia ("muscle pain"), nausea ("nausea") and gastrooesophageal reflux disease ("re"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, bacterial vaginosis, urinary tract infection, food allergy, myalgia, nausea and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, food allergy, gastrooesophageal reflux disease, myalgia, nausea, pelvic pain and urinary tract infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.